Event description:
Procedure: sleeve gastrectomy. According to the reporter: the knife failed to cut through the tissue. Instead, it pushed the tissue away and caused bunching to tissue. The staple line was compromised and bleeding was observed. Surgery time extension was reported as one hour to over-sew the stapling line.